Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19007812/19007812.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.